Manufacturer narrative:
Device evaluation 03/07/2018: device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile and capacitor voltage faults) was confirmed. As received, the monitor would not power on. Upon evaluation, the q13 and q17 transistor shorted, causing high voltage to deviate to low voltage circuitry and inducing extensive damage on the computer / analog (ca) and defibrillator boards. The cause of the discharge profile, capacitor voltage faults, and inability to power on is the extensive damage. The root cause of the shorted transistors cannot be positively identified. Device evaluation of monitor sn (B)(4) is underway. As received, the monitor would not power on. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing discharge profile and capacitor voltage faults.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. As received, the monitor would not power on. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing discharge profile and capacitor voltage faults.